Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, multiple episodes of vf due to noise were observed on session records. Noise was not reproducible with provocation. All electrical values are good. Lead remains implanted and the patients condition was good.